Event description:
The reporter states that he has been experiencing unimaginable pain since the implant date. The reporter also states that he has experienced quite a bit of weight loss since implantation. The reporter states that he has experienced "major feelings of despair" and states that he can not urinate correctly. The reporter also states that the implantation of the device has affected his sanity as well as his employment status. The patient stated he has not had any suicidal thoughts or actions but has lost his faith in the medical system.